Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2020, product type screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2020, product type screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 12-jun-2024, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 23-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a trial patient with an wireless external neurostimulator (wens). It was reported that the patient felt paresthesia move from the low back and legs to their chest and arms. An x-ray showed the leads moved up. The patient mentioned doing some bending during the trial. The patient was taken to the or and the leads were moved back down to their original location. The issue was reported to be resolved.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2020. Product type screening device product ID 977d260 lot# serial# (B)(6). Implanted: (B)(6) 2020. Product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.